Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they are still having issue with the communicator connecting to the handset. Patient stated the bluetooth light won't come on sometimes so it won't connect. Patient stated the battery of the communicator sometimes seems to not deplete. Patient stated they have trouble with the pain in their back getting worse so they need to use their programmer. Patient stated sometimes they have to take the communicator and handset out of the case and put them face to face to connect. Patient stated the issue started when they received the equipment 3-4 weeks after implant. Patient stated they spoke with manufacturer representative (rep) after getting the equipment about having these issues. Patient stated they have spoke to a couple different reps who did troubleshooting and directed the patient to call patient services. During the call patient stopped their charging session and attempted to recreate the issue with their programmer. Patient was able to connect right away without issue. Patient stated there is "no way to turn off the communicator" and described trying to turn off the communicator. Agent advised the patient they do not need to turn off the communicator and allow it to go into the sleep mode that it is designed for while not in use. Agent advised patient to callback when issue was actively occurring to allow for troubleshooting and determine next steps. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced shocking sensations from the implant when laying down at night and while moving around. Additionally, the patient's phone was unable to connect to the implant's communicator, and the communicator was not paired to the handset. The handset became stuck on "communication in progress," and the communicator displayed a "battery low" message. The patient noted that the shocking began the previous night after the stimulator was turned on. The patient attempted to alleviate the shocking sensation by adjusting their position in bed. During troubleshooting, the patient was guided to pair the communicator to the handset, which involved scanning a qr code. However, the handset remained stuck, and the communicator's battery was low. The patient was advised to charge the communicator and follow the pairing steps again. The issue remained unresolved, and the patient was redirected to their healthcare provider and a manufacturer representative for further assistance. A follow-up appointment with the healthcare provider was scheduled.